Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was hospitalized 1 week post-op for a skin flap infection which was successfully resolved with IV antibiotics. It was also reported that the patient underwent a skin flap revision surgery in (B)(6) 2005.